Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder lit up and caught on fire. A new kit was used to complete the procedure. The physician assistant confirmed, there were no pt effects as a result of the reported malfunction. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the device is returned, and the investigation is completed. (B) (4).